Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had broken battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the error could not be cleared. Customer's blood glucose level was 13 mmol/l. Insulin pump will need to be returned and replaced. No additional information provided.